Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture and dissection occurred. The target lesion was located in the middle left anterior descending artery (lad). A percutaneous coronary intervention was performed, and a 2.75 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during inflation, the balloon burst before it was fully expanded, preventing the stent from apposing securely to the vessel wall. This led to flow-limiting dissection, myocardial infarction and ischemia, and the patient was coded. The procedure was completed, and no further patient complications were reported. The patient condition was stable and expected to fully recover.